Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (intermittent power) issue. New batteries did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 (B)(4) device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed an unconfirmed 'suspend' warning for 10 hours, which induced battery drainage followed by a 'replace battery' alarm and a chain of reboot records for 24 hours due to the discharged battery on the date of the complaint. The battery cap and battery compartment were intact without damage. The battery cap was tested and found to be within specification. The pump powered on normally. The battery cap performed as expected during testing. The pump was exercised for 24 hours without power loss or interruption. The pump was opened for investigation and revealed no evidence of moisture, damage or defect of the internal components.

Manufacturer narrative:
Additional investigation was performed by product analysis on (B)(4) 2012